Event description:
The user facility reported that the device overheated during a procedure. The surgeon received a minor burn to the hand. Although requested, no additional information has been received regarding the burn.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a procedure. The surgeon received a minor burn to the hand. Although requested, no additional information has been received regarding the burn.